Manufacturer narrative:
The device was evaluated by zoll medical canada. The customer's report of the device resets was not replicated or confirmed. The device passed all testing without duplicating the report. The customer's report of ECG failure was observed during review of the device data logs. However, the device passed full functional testing without duplicating the report. Visual inspection of the multifunction receptacle observed signs consistent with fretting. Even though the reset was not identified in the logs, the findings support the customer's complaint that a reset occurred during the same event as the ECG failure. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself and displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.